Event description:
It reported that the patient presented for an implant procedure. It was noted that the insulation of the left ventricular lead appeared to be breached near the lead tip. The lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.